Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient woke up, felt hypoglycemic and could not control her movements. There were glucose tablets on her bedside table, but she was unable to take these. The patient was unable to yell loud enough to get anyone's attention in the house for quite some time. She managed to squiggle off the bed and made noise by banging against the wall, which eventually got her brother's attention. Her brother, went to the kitchen and had to feed her sugar, as the patient was not able to hold the spoon. After treatment the patient felt a bit more coherent but was still too weak to stand. She instructed her brother to take a fingerstick and then cgm reading was 177 mg/dl and the blood glucose reading was 95 mg/dl. By then, she was already sitting up or maybe even standing, she did not remember, but had not yet fully recovered. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.